Event description:
Provider states the handle broke off while the end user was transferring from the chair and engaged the wheellock. Provider was advised may be denied credit if physical abuse. (B)(4).

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.